Event description:
A report was received that the patient was experiencing redness and soreness at the ipg site. The physician did not suspect infection but placed the patient on antibiotics as a precaution. The physician noticed that the ipg was shallow and will perform a pocket revision.

Event description:
A report was received that the patient was experiencing redness and soreness at the ipg site. The physician did not suspect infection but placed the patient on antibiotics as a precaution. The physician noticed that the ipg was shallow and will perform a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient's pocket site was revised and the patient was reportedly doing fine.